Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). During investigation, a review of complaint history, device history record, instructions for use (IFU), quality control and trends was conducted. Two zsle grafts were implanted along with a main body, following which ballooning of junctions and seals, as well as the entire length of the right side zsle was performed. Completion angiography at the renal artery level, followed by a confirmatory run in the leg/limb, indicated blushing and outflow from the middle of the right side zsle. A second zsle was used to reline the first (seals ballooned) and the case was completed without further related complication. Type iii endoleak after deployment of a zsle and subsequent extensive use of a molding balloon along the length as well as at the junctions/seals was confirmed based on customer testimony. It was treated (and resolved) intraprocedurally with an additional zsle graft. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use for this device. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap)and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood glow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." There is no evidence to suggest the device was not manufactured to specification. It is not conclusive as to what the root cause (or definitive type) of the endoleak in the complaint is. Endoleaks are a known complication of evar procedures. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
An (B)(6) male underwent an abdominal aortic aneurysm repair on (B)(6) 2014. When implantation of the mainbody graft and two leg grafts (one on each side) was completed, ballooning of proximal seal zone, overlaps and distal seals were performed. Additionally, ballooning of the leg was performed throughout the length of the stent-graft on the right side. Final angio was performed with contrast using flush pig catheter proximal to renal arteries. Blushing was observed at the mid-section of the leg graft on the right side. An additional retrograde sheath angiogram was performed for more detail. The angio showed a small jet of contrast escaping from the mid portion of the leg graft. An additional leg graft was placed on the right side. Ballooning of proximal overlap and distal seal was performed. Final angio on right side showed no signs of leak.

Event description:
An (B)(6) year old male underwent an abdominal aortic aneurysm repair on (B)(6) 2014. When implantation of the mainbody graft and two leg grafts (one on each side) was completed, ballooning of proximal seal zone, overlaps and distal seals was performed. Additionally, ballooning of the leg was performed throughout the length of the stent-graft on the right side. Final angio was performed with contrast using flush pig catheter proximal to renal arteries. Blushing was observed at the mid-section of the leg graft on the right side. An additional retrograde sheath angiogram was performed for more detail. The angio showed a small jet of contrast escaping from the mid portion of the leg graft. An additional leg graft was placed on the right side. Ballooning of proximal overlap and distal seal was performed. Final angio on right side showed no signs of leak.